Event description:
During field service installation of the device, the user reported the color clip results failed. No other details regarding the nature of the event were provided. Since the event occurred during field service installation of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.